Manufacturer narrative:
(B)(4). Analysis of the adapter (lot# n588357) found the adapter body conductor had a short between circuits (dry conditions).

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported during an ins replacement procedure, the pocket adapter was connected to the new rechargeable ins and when the impedance check was done, the combination of 0/2 was 3 ohms. There was a short circuit and the others were in normal range. When they were connected again, the combination of 0/1 displayed 2 ohms. There was an "initial failure." An x-ray was not taken and no telemetry data was available. They tried to fix the connection and a new adapter was opened. The issue was resolved at the time of report. Further information would be obtained on 2016-jun-28.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.